Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. There was no indication of device malfunction in the information available. Products are tested and must meet specifications prior to shipment.

Event description:
Patient received her second treatment on (B)(6) 2013. Nothing unusual in anesthesia delivery. Patient felt warmth at a couple placements and the operator halted the energy delivery, but carried on. No reports of sharps pains at any time. Patient called clinic on (B)(6) 2013 saying her right index finger had motor issues from the knuckle down and it wouldn't move. It wasn't numb or tingling. The patient followed up with a neurologist. Her physician stated it was nerve damage and it would take up to 2 years to restore the damaged nerves. Patient reported it was gradually getting better.